Manufacturer narrative:
Analysis and results: there is one previous complaint of this code-batch regarding the same issue, closed as not confirmed after analysis of the samples received from stock. We manufactured (B)(4) units of this code-batch. There are (B)(4) units in our stock. We have not received any sample for analysis. Without any closed sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, there are no incidences reported regarding this issue and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle was detached from the needle. There was no patient involvement. Additional information has not been provided.